Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was displaying error 1 and error 2 messages and also had a calcode issue. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient initially alleged that because of the meter issues (calcode issue, error 1 and error 2), he went to the hospital, where his blood glucose on the other device was "25" (patient not sure of the result). He was experiencing dizziness at the time of concern. The patient did not receive any medical treatment at the hospital. At the time of troubleshooting, the cal code issue was resolved with troubleshooting and the patient was walked through setting the code in the meter. The error 2 issue was also resolved with troubleshooting. His testing technique was reviewed to be correct and the condition of the test strips was good. However, the error 1 issue was not resolved. This complaint is reported because the patient reported he attempted to test on the meter before, during and after experiencing symptom of dizziness and was tested at the hospital with a result of "25". The alleged error 1 issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.